Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous proximal right coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noticed that the stent struts were damaged. No further information available.